Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump.

Event description:
It was reported that occlusion alarms occurred. Customer reported using u-500 insulin. Tandem customer technical support informed customer that u-500 is off label per the user guide. Customer's blood glucose (bg) was 668 mg/dl. Elevated bg was addressed by manual insulin therapy. Customer was admitted to the hospital for the elevated bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2021.